Manufacturer narrative:
(B)(4). Device code -failure to follow steps/instructions-it was reported the plunger to deploy the vessel locator wings had a problem and did not stay in place in the number 2 window; however, the next action of advancing the thumb advancer was performed. The device was not returned for analysis; however, abbott vascular (av) confirmed the reported issue related to sheath splitting. Abbott vascular identified a trend. Root cause analysis concluded that the trend is likely due to a manufacturing issue. In cases where the starclose se fails to achieve hemostasis, the resulting action is to apply manual compression. This may result in a delay in achieving patient ambulation but is not serious or life threatening. While product with this issue may cause user dissatisfaction, the result of the issue is a minor safety risk as hemostasis may be achieved using manual compression. Abbott vascular initiated a voluntary field action for the starclose se vascular closure system on january 30, 2017, medwatch # 2024168-2017-00941. Abbott vascular implemented mitigations to address this issue and will implement corrective actions to prevent recurrence per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Event description:
It was reported that puncture closure of an unspecified vessel was attempted using a starclose se device after an unspecified procedure. Reportedly, the starclose se vessel locator wings failed to lock in position; there was resistance splitting the sheath. The safety release mechanism was used to remove the starclose se device. The starclose se clip was not deployed. Hemostasis was achieved with manual arterial compression. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.